Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reports after administering a bolus the prior night and in the morning their blood glucose level had not decreased. The patient reports being unsure of the cannula had properly inserted at the pod infusion site at initial activation. The patient applied a new pod before going to the hospital emergency room. Treatment information was not provided. The patient was at the hospital emergency room for 6 hours.